Event description:
Per dealer when you open the wheelchair, one of the wheels does not touch the floor.

Manufacturer narrative:
Please note, MDR 9616091-2013-00668 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is 1531186.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.